Manufacturer narrative:
This reported will be amended when our investigation is complete.

Event description:
It is reported the patient was revised due to pain. During surgery, it was noticed that bone fragments had penetrated between the head and liner and the liner and cup causing the head to become immobile.